Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Optium xceed meters are guaranteed to be free from defects in material and workmanship for a period of no more than 4 years from the date of purchase. As the manufacturing date of this product is before 2010, it has been in distribution beyond its useful life. Since the product exceeded its useful life, it is determined to have met specification when the product was released and through its lifespan. Therefore, no further investigation activities are required. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's caregiver reported that the customer's adc blood glucose meter's display have faded segments since a few months. Caller further reported that when the adc meter displays the result, the last number is pixelated, looses the color and the number is not easily seen and the customer was therefore unable to determine the capillary value with incomplete values displayed. On (B)(6) 2020, customer woke up being "disoriented and low sugar" and was treated with sugar water by the ambulance personnel. There was no report of death or permanent impairment associated with this event.